Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient¿s boyfriend/reporter contacted animas on behalf of the patient to report that the patient had a blood glucose reading of 37 mg/dl after the patient accidently programmed a 200% increase in her temporary basal rate. At the time of concern, the patient was sweating and shaking. She did not respond well to any verbal cues. The reporter treated her with powdered sugar and checked her blood glucose reading twice, once at 36 and another at 37 mg/dl. The patient eventually was responsive and laughing; however, her blood glucose reading remained low. The emt arrived at the scene and treated the patient with IV dextrose. At the time of the call, the patient was starting to come around with emt medical intervention. During troubleshooting, the animas representative walked the reporter through canceling the temporary basal rate. There was no evidence of a product malfunction as the issue was resolved with training. This was reportedly product misuse since the reporter admitted the basal rate was incorrectly programmed. This complaint is being reported because the patient had low blood glucose and required emt medical intervention after she accidently increased her basal insulin regimen on the subject pump.

Manufacturer narrative:
Follow-up #1: date of submission 4/6/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.